Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the lcd (liquid crystal display) is defective. It is unknown if there was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a defective display was confirmed and reproduced during product evaluation. However, due to refusal of the estimate by the customer, no assignable cause was made. The pump was returned unrepaired. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.